Event description:
It was reported that the programmer displayed an error message after device interrogation and before selecting any further action. A forced reset was performed on the programmer and the same error was encountered. A different programmer had to be used to interrogate the patient. A service disk will be run on the programmer in attempt to resolve the issue. If the issue is not resolved the programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.